Event description:
We have had 5 reports of 20 gauge huber needles not being able to aspirate or inject into the lap band port upon patient re-check. In all 5 cases the use of the involved needle was abandoned and a new needle was obtained and worked without issue. The first set of 3 needles was reported to our risk mgmt. Office. One day later 2 more needles were reported. Interestingly enough, 4 of these 5 needles are from the same lot. Upon examination of the last 2 needles they were forcibly "plunged" and out of the huber tip came a shiny, clear "plug" of what appeared to be silicone. One of these plugs was sent to our lab and identified as "silicone." Upon further investigation and in talking with our clinic staff they feel there has been an increase in leaking lap bands recently and have actually scheduled the replacement of 2 lap band ports due to this. I notified b. Braun (huber needle mfg) of concerns. They indicate the needle is being used as intended as this needle is made to be used with "implantable ports." In reviewing the lap band literature there are two spots where the MFR indicates using their recommended needle but in another spot it indicates "or other 20 or 22 gauge non-coring, deflected tip, (huber tip) needle only." We were able to determine that these combined products have been used in our clinic for the last 5 years without incident. In speaking with allergan who manufactures the inamed lap band (inamed corp is a division of allegran), they report they have had previous issues with "wrong needle usage" and actually initiated a memo to practitioners addressing appropriate needle parameters. The needle our facility was using falls within the recommended parameters. At this point in time we will be looking for an outside agency to do a product evaluation with one of the replaced lap band ports and this particular needle. We do not know if the issue is with the needle, the lap band, or if we even have any of these connected to leaking lap bands for sure. Our concern is obviously the "coring" of the lap band port which allergan reports has happened in the past but only with wrong needles being used and typically big bore type needle (spinal, etc.)